Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed polytetrafluoroethylene (ptfe) insulation was bunched which is consistent with the lead being placed through a constricted area. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, infection is a known medical risk when the skin barrier is breached. Revision to fields f10 and h6 device codes (3). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited erosion. A revision was performed and the crt-d, along with the right ventricular (rv) lead, left ventricular (lv) lead and an implantable lead were explanted. Furthermore, the rv lead helix was difficult to retract before lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes (3). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited erosion. A revision was performed and the crt-d, along with the right ventricular (rv) lead, left ventricular (lv) lead and an implantable lead were explanted. Furthermore, the rv lead helix was difficult to retract before lead was successfully explanted. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited erosion. A revision was performed and the crt-d, along with the right ventricular (rv) lead, left ventricular (lv) lead and an implantable lead were explanted. Furthermore, the rv lead helix was difficult to retract before lead was successfully explanted. No additional adverse patient effects were reported. This rv lead will be returned for analysis.